Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device following a diagnostic procedure in 2002. The patient was reported to have pain at the groin site after deployment and limping during ambulation later that evening. The patient reported falling down and breaking their toes due to their leg and foot being asleep. The limping and pain were reported to be continuing. In 2003, the patient had an arteriogram, which revealed a "blockage." The patient had a right femoral artery bypass surgery in 2003. The pulses were restored to pre-procedure quality. It was unknown to the reporter if the pain and decreased sensation resolved. The paitent has been discharged home. Post surgery, the angiogram that was taken prior to device use was reviewed. It was noted that a possible stenosis was present at the arteriotomy. The patient's bladder was filled with contrast and was superimposed over the stenosis. This made it difficult to see the stenosis. The physician suspects that the device lifted plaque and diminished flow. There was not a complete occlusion. There was no report of any further adverse patient sequelae.